Manufacturer narrative:
Additional information: date of implant. An event regarding pain involving a trident liner, ceramic head and a sleeve was reported. The event was not confirmed. A visual, functional and dimensional inspection and material analysis could not be performed as no items were returned. No medical records were received for review with a clinical consultant. All devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. The exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised due to pain. Rep reported that x-rays, medical records, and further information are not available due to hospital policy.

Manufacturer narrative:
The following devices were also listed in this report: delta c-taper head 36 mm +5; cat# 18-3605; lot# 52452301. Ti sleeve for alumina head; cat# 17-0000e; lot# vt4j4p. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate that the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to pain. Rep reported that x-rays, medical records, and further information are not available due to hospital policy.